Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). This device was not received by baxter for evaluation therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. Since the device was not sent in for servicing, no repairs were made to resolve the reported problem. The device history review revealed that there were no exceptions made during the manufacturing process. The service history review revealed this pump has been serviced previously, but not for this reported malfunction.

Event description:
The facility representative reported to baxter largo technical services one infusor pump in which alarms occur after infusing for about a minute. The reported condition occurred during power up in the surgery department. There was no patient involvement, and no injury, or medical intervention occurred. No additional information is available.